Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 400 mg/dl, and the meter bg reading was 146 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 149 mg/dl. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). "Customer did not receive treatment but was under observation from ER staff" and was released 15 hours later on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: no product or data related to issue was provided. The probable cause could not be determined.